Manufacturer narrative:
The complaint of a stuck guidewire was confirmed and the cause was found to be user-related. The returned products were one guidewire, 21g introducer needle, and one ptfe microintroducer/dilator from a 4.5 fr microintroducer kit. The guidewire was returned partially in its protective hoop and partially stuck within the introducer needle. Usage residue was seen on the returned components. Both weld tips were intact on the guidewire. Tactile evaluation of the guidewire revealed the inner core had detached from the weld tips. Microscopic examination of the guidewire distal to the needle revealed elongated outer coils. Manual manipulation of the guidewire ultimately dislodged it from the needle, and a cuff of tissue residue, along with other residue, was found around the guidewire segment that had been previously lodged within the needle. The evidence observed indicated that the guidewire had been retracted back into the needle after it had been inserted into the patient. The IFU states, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire."

Event description:
It was reported that the seldinger guidewire was rough. When withdrawing the guidewire, it was unable to be withdrawn. (B)(6) 2015 - returned sample shows a frayed guidewire.